Event description:
I had a tot implanted for urinary incontinence on (B)(6) 2011. All was well until summer of 2013, I started having painful intercourse. I was seen by a gyn, my urologist who did the initial implant and a gyn/urologist. They were unsure if the problem was mesh or not so I went to the operating room on (B)(6) 2013. They saw that the mesh eroded through the vaginal wall. The piece that protruded was cut away. A cystoscopy did not reveal any mesh eroding through any of the urinary structures such as bladder, urethra, ureters. The doctors do not know if the mesh will continue to erode. I have no pain but have not had sex due to break up with boyfriend.